Manufacturer narrative:
A ge service representative performed an onsite investigation. The cables on arc control display were evaluated and reseated. The connectors were evaluated and cleaned. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command. There is no report of injury or death associated with the event described in this complaint.